Event description:
Tray trial handle/instrument broke during surgery, there was another instrument available, but caused a 20 - 30 minute delay in surgery. No patient problem reported.

Manufacturer narrative:
Evaluation summary: the pin used to pull the locking pin back was missing. The pin is pressed into position during manufacture of the instrument. A design change will be implemented to plug the two possible paths for the pin to back out. Instrument is class 1 exempt.